Manufacturer narrative:
The customer declined repair. No parts replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: n/a.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch key is not sensitive. The fse clarified the touch screen intermittently responds to touch and can be calibrated intermittently. The customer reported there was no patient involvement.